Event description:
It was reported that the customer has experienced high bgs (318 mg/dl) for the last few days along with site tenderness.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.